Event description:
The customer reported that during a colon procedure, the device would not activate when the activation button was depressed and sometimes the device did activate but then would not stop when the button was released. There was no patient injury. The site indicated that the incident sample was discarded.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow report will be submitted.